Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin at home transmission showed stored episodes of auto mode switching due to far field r-wave oversensing. Patient was seen for a device check and no programming changes were made. Patient is stable and will be monitored with routine follow up.